Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm during a bolus for dinner. The customer's blood glucose was 320 mg/dl. Troubleshooting could not be completed because the issue had already been resolved by an infusion set change. The customer also had changed the insertion site. Advised to do a complete set change as soon as possible. Advised to call back when the alarm occurred in order to troubleshoot. Advised customer to monitor the issue and call back as needed. Nothing further reported.